Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system intermittently generated reaction cuvette wash error. Customer reported that there was a leak around the reaction carousel. Customer reported that there was a foreign reagent material stuck in bottom of #1 wash vacuum probe. Customer reported that they cleared the reagent material. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced all three wash vacuum probes and verified function of all probes. The fse replaced 3 failed cuvettes. The fse performed large particle immuno assay (lpia) cuvette centering alignment.

Manufacturer narrative:
Evaluation codes - results code - (other): cuvette. (B)(4).